Event description:
Emergency department patient presented to MRI for cervical and thoracic MRI exams. Patient complains of worsening lumbar back pain accompanied by neurologic symptoms. MRI scanner is a siemens 1.5t altea. Max spatial gradient 600g/cm. The patient presented with five (5) 3m red dot monitoring electrode model # 2670 stickers on chest. MRI safety screening was negative for any surgical metallic implants, and metallic foreign bodies. The ferromagnetic wand was used prior to entering zone 4. The patient was positioned and protective pads were used on the outside of both arms to prevent the arms from touching the bore. During scout imaging the patient complained of hot feeling upper left chest in the area of 2 red dots that were close together. All five (5) red dots were removed and an ice pack placed. Patient stated he was ok to continue the scan. After completion of the scan the MRI tech observed a small red circular mark where the red dot had been. Patient stated that it was tender to touch. Area was marked with a skin safe marker, and the emergency dept pa was notified to examine patient upon return. A photo was taken of area by emergency room staff. The patient left the emergency room later that day. A follow-up phone call to patient by MRI supervisor occurred (B)(6) 2026. During that phone call the patient reported the area is peeling/bubbling but healing well and stated he is fine. He declined an in-person reassessment. Patient codes: 2146; 1994; 1757. Device code: 2993. Reference reports# mw5184442, mw5184443, mw5184444, mw5184445.